Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03 2007. Evaluation summary:during product evaluation is was found that the device would not turn on due to depleted batteries. The batteries were replaced due to potential damage. This issue is currently being investigated under CAPA. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
The facility representative reported an infusion pump that would not turn on. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.